Event description:
It was reported that the patient presented in clinic for follow up due to a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. Device was reprogrammed to resolve the issue. Patient remained in good condition and will be followed up normally.